Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Therefore, it is subject to reportability under MDR. Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "recently, only the screw at the position has loosened and come loose. The doctor said that it might be a defective screw. After surgery, the screw fell out and caused pain. Screw replacement ope."

Manufacturer narrative:
The reported event was not confirmed. Review of DHR, complaint history, CAPA databases and risk analysis did not identify any discrepancies. No nc/CAPA had been filed for the item in question. Potential nail breakage had been considered in the risk management file. Potential reasons for nail breakage are listed in the labelling. Physical investigation of the screw revealed the t2 locking screw was returned in unbroken resp. Undamaged condition. Only slight signs of use were apparent. Referring to the surgeon¿s question: all characteristics of the screw were within spec. A suspected defect was not verified. Material and manufacturing deficiencies were not detected. X-rays and medical records were not provided. With available information a deficiency of the device was not verified. The cause of the event could not be determined because the location resp. The treated region was not provided. In case further substantive information becomes available we reserve the right to reopen the investigation with root cause assessment.

Event description:
As reported: "recently, only the screw at the position has loosened and come loose. The doctor said that it might be a defective screw. After surgery, the screw fell out and caused pain. Screw replacement ope."